Event description:
It was reported that the insulin pump alarmed unexpected restart. Customer's blood glucose was 72 mg/dl. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
The pump was received with an error alarm after the battery change due to a broken solder joint on the interface board. The pump also had a cracked case at the display window corner, minor scratches on the lcd window, cracked battery tube threads, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.